Event description:
The pt was treated with unspecified volume of collagen in the chin. No skin test info is available as pt has 17 year history of collagen treatments with other physician(s) and reporting physician did not skin test. Approximately two months after treatment, pt developed erythema and swelling at the injection sites and welts on their arms. Pt was treated with z-pack orally. Physician has diagnosed hypersensitivity related to the collagen.